Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead may be fractured. The lead was noted to have high impedance in the lvtip-lvring and lvring-rvcoil configurations, but when it was reprogrammed to the lvtip-rvcoil configuration, it had stable impedance and threshold. The lead remains in use. No patient complications have been reported as a result of this event.